Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device was intermittently unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.